Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (>125 ohms). Additional information has been requested regarding the rv lead information and the resolution, but has not yet been received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (>125 ohms). The physician elected to continue with remote monitoring. Exhaustive attempts were made for the rv lead serial number, but it was never received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.